Event description:
On june 23, 2008, the lay user/pt contacted lifescan (lfs) alleging that her onetouch basic meter was not powering on. The medical affairs specialist (mas) spoke with the pt on july 7, 2008 and obtained the following info. The pt reported that the alleged issue began approx one month prior to contacting lfs. Despite of the reported issue, the pt claimed she continued to take her usual dose of lantus insulin (40 units at bedtime) and novolog insulin (on a sliding scale). Sometime after the issue began, the pt reported developing a "severe headache" and feeling "nausea." On the evening of three days prior to original date, the pt went to see her doctor as a result of these symptoms. At the clinic, the pt's blood glucose was tested and they obtained a reading of "595 mg/dl." The pt reported being treated with an IV. The pt could not recall what type of insulin she was given in the IV, but was released a few hours later when her blood glucose was within her target range (120-180 mg/dl). At the time of troubleshooting, the cca confirmed there was no misuse to the subject meter. In addition, the pt confirmed she had replaced the battery, but the issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the alleged issue and reportedly had to receive treatment by an hcp for hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.